Event description:
It was reported when using the bd microtainer® z (no additive tubes) there was missing additive. The following information was provided by the initial reporter. The customer stated: "when centrifuging the microtainers, there is no serum separation."

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to no serum separation (fibrin mass) were observed. Fifty (50) retention samples were visually evaluated with acceptable results. Bd was unable to duplicate or confirm the customer¿s indicated failure no serum separation (fibrin mass) because the defect was not evident in the testing of the complaint lot samples. The described defect is consistent with fibrin mass. All samples (retains and controls) demonstrated clinically acceptable performance for all visual observations evaluated. Laboratory analysis of samples indicated that these tubes performed as expected. This complaint is not confirmed with respect to no serum separation (fibrin mass). Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for no serum separation (fibrin mass). Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd microtainer® z (no additive tubes) there was missing additive. The following information was provided by the initial reporter. The customer stated: "when centrifuging the microtainers, there is no serum separation."